Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. The patient height, weight, and activity level is unknown. Factors which may contribute to acetabular loosening pertaining to kinectiv modular neck and m/l taper stern with kinectiv components may be one or a combination of the following mechanisms: improper neck length and offset, misalignment of femoral stem/neck assembly, extent of missing connectivity between stem/neck/head interfaces, impingement, or patient activity. However, a definitive cause can no be conclusively determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported by the patient that the device was implanted in 2008. Patient was revised in 2008, due to pain.